Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Saline residue was present in the suction tube, indicating the device was use. Active tip seems to be in good condition. The electrode was connected to a test generator. Default settings were displayed, indicating the test generator recognized the electrode. Via functional testing (activation of electrode) using a test footswitch, both the coagulation and ablate modes were nonfunctional. Only a tone sound was heard. This device will be forward to the supplier (gyrus) for further evaluation. The device failed the active continuity test, possibly a problem within the active circuit of the electrode. The device was functionally tested no coagulation nor ablation occurred at the active tip. Past instances whereby no activation is evident is usually as a result of; a direct break in continuity or; a lack of insulation between the active and return circuits (usually at the distal tip), causing an electrical short. When the device simply does not activate, and the generator not displaying any error message is likely to be as a result of an electrical break or incomplete circuit. The investigation has found that the root cause for this is a poor connection across the active crimp within the handle. This complaint is confirmed. Root cause for this failure was investigated via supplier CAPA and determined to be a poor connection across the active crimp within the handle due to the crimp joint design. A design was implemented via supplier CAPA. The CAPA is now closed. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the device could not work. The device could not work in meniscus repair. Changed another one to complete. There was no adverse event on patient report.